Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms which had triggered the lead safety switch (lss). Device reprogramming was attempted, however, the lead continued to exhibit poor threshold and sensing measurements. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.